Event description:
It was reported that "pt's hip dislocated in recovery room. Surgeon took pt. Back to or to replace the liner and head in order to stabilize the pt''.

Manufacturer narrative:
Device not returned because implant was discarded. No eval will be performed. Should device become available with additional info a supplemental report will be issued.